Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had a battery failed alarm. Battery cap contacts was not missing, damaged or corroded. Customer reported after troubleshooting pump alarmed battery failed alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, active current measurement, sleep current measurement, and self test. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected alarms noted during testing; however, low battery alert on (B)(6) 2022 at time 22:39:06.000, change battery fault on (B)(6) 2022 at time 17:30:00.000, battery removed on (B)(6) 2022 at time 22:39:15.000, failed battery test on (B)(6) 2022 at time 22:39:06.000, and battery power loss on (B)(6) 2022 at time 22:39:33.000 were found in the history files. Verified the pump alarmed pump error 53 (line number 5632 and file number 2005) several times starting on (B)(6) 2022 at time 22:20:46.000 and ending on (B)(6) 2022 at time 22:33:44.000. Verified the pump alarmed pump error 53 (line number 228 and file number 32109) several times starting on (B)(6) 2022 at time 22:21:11.000 and ending on (B)(6) 2022 at time 22:38:38.000. In all cases, pump error 53 due to software anomaly. Verified the pump alarmed pump error 3 several times starting on (B)(6) 2022 at time 22:21:25.000 and ending on (B)(6) 2022 at time 22:38:40.000. Pump error 3 due to hardware anomaly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, force sensor, or motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, keypad overlay peeling, pillowing keypad overlay, and cracked retainer. Pump passed all tests and no unexpected alarms occurred during testing. Failed battery test not confirmed. Pump error 53 confirmed in the history files due to software anomaly. Pump error 3 confirmed in the history files due to hardware anomaly. Retainer ring damage confirmed due to cracked retainer. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.